Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. No troubleshooting was performed. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported the power button of the xenon light source could be pressed in to turn the unit on, but if was not held, then the unit would shut off. The issue occurred during inspection for use. There were no reports of patient involvement.